Event description:
The complainant reported a 68-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. During impella support, the patient developed lower limb ischemia of both extremities. In an attempt to treat the reported condition, the pump flow was initially increased but the decision was later made to explant the pump. Upon explant, a thrombus was discovered and surgically removed. An intra-aortic balloon pump (iabp) was then implanted to continue with patient support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.